Event description:
It was reported that the patient had undergone CABG in 2/2002. The iab had been inserted via a sheath into the right femoral artery. The pump immediately experienced helium loss alarms. As a result, the iab was removed and replaced. There were no patient complications.